Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: passed. Finding related to complaint in receiver download: yes, diagnostic chart showed a blank distance bigger 2 hours between 2 egv values on incident date 01/15/20, see attachment. Receiver functional test: passed all relevant testing. Receiver pairing test: passed. See attachments. Case opened for internal inspection: passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.